Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Caller was advised to continue using the pump and to call back if any malfunction code recurred. Caller acknowledged and understood the instructions.